Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced the contents of their bag running empty before the intended time. The therapies ranged from tpns with taper dosing to post-chemo hydration with continuous infusions, with the infusions ending as early as an hour to three hours before the expected time. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
The device history record of reported lot number 4347394 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.